Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and broken battery tube thread noted. Insulin pump passed displacement test. The test reservoir p-cap was able to lock in place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a broken top part of battery compartment. Troubleshooting was performed for damaged. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.